Manufacturer narrative:
Implant date is estimated to have occurred in (B)(6) 2017.

Event description:
During a clinic follow-up, the device was observed to be in back-up (bvvi) mode. Additionally, when trying to download the device image, the device was unable to be interrogated. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.